Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage to the shaft. Microscopic evaluation showed that the distal cutter was missing. Analysis on the proximal cap showed the welds to be penetrated through the cap. The proximal cap looked to be out of round which is consistent with a bending force which would cause the distal cutter to separate from the cap with a tensile pull. The distal end of the device looked consistent to interference damage with another device such as an introducer sheath. The infusion line proximal from the proximal cap showed buckling damage. The damage was located approximately 1cm from the cap which is also consistent with interaction with another device. The functionality of the device was checked by setting up the product per the dfu. The device primed and ran as designed. The device was run for a period of 3 minutes. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the tip of the catheter broke off. A 2.1mm jetstream xc catheter was selected for an arthrectomy procedure in the superficial femoral artery (sfa). During the procedure, as they were running the catheter, the tip of the jetstream broke off. They were able to pull back the wire and the end of the sheath and capture the device. The device was pulled out and the procedure was completed with angioplasty. There were no patient complications reported and the patient is fine.